Event description:
A malfunction was reported with a customer's pump, and there were no significant events leading up to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed they would receive one with updated software. Instructions were given for the storage and return of the faulty pump, and the customer acknowledged understanding. Customer will continue to use current pump.